Event description:
It was reported that there was a cassette sensor issue. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Primary reported problem, cassette sensor issue, was confirmed by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. Pump passed all functional tests after repair.